Manufacturer narrative:
Product event summary: though it was noted that the generator failed incoming testing it was further noted that when the heart wire leads on the tester were cleaned and the failure rerun it passed and therefore the failure was attributed to dirty heart wires on the tester itself. At bench testing it was noted that each key was pressed five separate times with an attempt to power on in-between each key press and that this routine was performed a maximum of five times and no anomalies were observed the device was run on the bench for 24 hours with no anomalies observed. Analysis did find that the upper and lower cases were dented and that the keypad was scratched and torn. The device was to be returned to the customer unrepaired due to its original date of sale.

Event description:
It was reported that the external pulse generator (epg) turned itself off by itself while connected to a patient. The epg also displayed the self-test failure message. Follow up information with the nurse indicated that after the epg turned off, the nurse found the patient with an intrinsic heart beat of 40 bpm; and there were no adverse events for the patient. The nurse did use another epg and connected it to the patient. The epg was returned for repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).